Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's right eye. The lens was removed due to a torn haptic. There was a posterior capsule tear and a vitrectomy was performed. Further information has been requested, but none has been forthcoming. A supplemental will be submitted when additional information is available.

Manufacturer narrative:
Correction: on initial report comments regarding visual inspection of the returned product. The edges were not found to be acceptable in the torn lens area. Method: device history review. Results: device history review - after reviewing the complaint file, device history record and performing a root cause analysis, the root cause is not likely related to the manufacturing process of the lens, but there is no direct evidence that leads to the root cause of this complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Pt weight: unk. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: visual inspection of the returned product found more than half of plate haptic and piece of the optic are torn off and missing. Lens was returned in liquid. Both sides of the optic and haptic were checked for rough/sharp edges. Edges were found to be acceptable. A lens work order search was performed and no similar complaint was found. Conclusions: (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Additional information: the lens haptic tore during insertion into the eye. Haptic amputated by injector requires explantation, resulting in posterior capsular tear. No vitrectomy was performed as reported on initial medwatch. A staar 3-piece lens was implanted. Nanopoint injector system was used. No lot number was provided. The injector nor the cartridge were returned for evaluation. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).